Event description:
Original surgery date in 1999; spinal fusion. Surgeon out down 80mm spinal rod to about 70mm for implantation. The rod is not intended to be cut by the user. Reported that the rod migrated and in 1999, revision surgery performed to replace rod. This event type is occurring below the frequency and severity that are usual for this device.